Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.per the gore excluder aaa endoprosthesis instructions for use (IFU), the gore excluderr aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease.

Event description:
On (B)(6) 2012, the patient underwent endovascular repair of an aortic arch aneurysm using two gore tag thoracic endoprostheses. Prior to the implantation of the devices, a subclavian to subclavian artery bypass and a carotid to carotid artery bypass procedures were performed. Additionally, to maintain the blood flow into the right common carotid artery, a gore excluder contralateral leg endoprostheses was implanted in the right common carotid artery to the ascending artery. It was reported that there were significant thrombus on the patient's aortic wall preoperatively. The procedure concluded with no endoleak. The patient tolerated the procedure. On (B)(6) 2012, the patient suffered a stroke. It was reported that later on unknown date, the patient recovered from the stroke. It was also reported that no treatment was given to the patient for the stroke.